Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05feb2019. (B)(4). Reporter phone number unknown. The manufacturer¿s international service technician confirmed the reported led (light emitting diode) issue. The service technician reported that the green power switch led had illumination failure. The manufacturer¿s international service technician replaced the power switch overlay to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported finding error code 1105 (alarm led failed) in the event log. There was no patient involvement.